Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that that there has been issues with reduced battery life. Customer also reported that the pump rejected the new battery with failed battery test. The customer¿s blood glucose level was unknown at the time of the incident. Customer declined troubleshooting. The device will not be returned for analysis.